Manufacturer narrative:
(B)(4). Product does not return for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 250mg/dl. The customer's expected fasting blood glucose test result range is 110 to 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 02/24/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(4). Customer does not request a replacement at this time. Customer states that will contact the doctor first.